Manufacturer narrative:
(B)(4). Conclusion(s): a conclusion code could not be chosen. The complaint was confirmed but the root cause is unknown. A visual inspection of the returned device is conducted for outward, visible signs of misuse/abuse/neglect. No significant physical damage was noted. A functional investigation of the device was conducted. When connected to 110 vac, the device immediately falls out of service at the initial power connect test. This failure is indicative of a defective power supply printed circuit board (pcb). The on-board power supply pcb was by-passed with a known good power supply pcb and was again tested, this time there was no failure. A device history record investigation did not show issues related to this complaint. A document assessment (fmea) was conducted, and no changes required. The complaint has been confirmed, but the root cause is unknown. No further action required.

Event description:
Customer alleges the device "will not stay on when plugged in". There was no patient involvement reported.